Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the frame that holds the left front caster assembly is stripped.